Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was likely caused by a defective footswitch. The e4333 error is activated by the device's safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. As the procedure was able to be completed with the same device, likely causes to the temporary error include: - the operator activates the footswitch during generator booting (temporary error caused by user action). - a defective footswitch caused by transformer within the generator board. An improved generator board was introduced into production mid-july 2020 (the subject device of this report was manufactured prior (see h4). - a defective footswitch caused by defective reed contact. - a faulty cable connection between high voltage power supply board and generator board (temporary or permanent error). - a defective high voltage power supply board (permanent error). - a defective generator board (permanent error). - a defective motherboard (permanent error).

Manufacturer narrative:
No device was returned as the issue was resolved after removing the foot pedal then turning off and back on after re-plugging the foot pedal. The charge nurse at the user facility reported the device is working without problems.the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was purchased on january 25, 2020 with no repair history.the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of therapeutic shoulder anthroplasty procedure, the high frequency electro-surgical generator unit was turned on for the first time of the day and received an e433 error on the screen. The unit restarts and the error occurs again. To resolve the issue, the user removed the footswitch and then reconnected the footswitch, rebooted the unit and the error did not return. No other devices were replaced during the procedure. The intended procedure was completed with the same device and there was no delay. No patient injury or harm was reported.